Manufacturer narrative:
Zoll medical corporation evaluated the internal paddles and the customer's report was not replicated or confirmed. Using a test device, the internal paddles were put through extensive testing which included multiple 30 joule shock testing into a simulator and functional testing without duplicating the report. The handles were scrapped as a result. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed to discharge using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.